Event description:
It was reported that a creo amp threaded polyaxial tulip has migrated from the screw shank post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows a separation of the screw head from the screw shank. This incident could be consistent with the connection between the screw head and the shank experiencing excessive in vivo forces or improper assembly of the screw; however, an exact cause of the reported issue could not be determined.